Event description:
Device history record could not be reviewed as the issue of the reported event is unclear. The device log was reviewed, as the issue of the reported event is unclear, no conclusion can be given because the pump seems to be working properly. On november 5th, the pump was started on the mains at 1h39 am, reset volumes manually, at 2:42 low battery/infusion stop, at 2:43 ac connection, then start infusion at 11.2ml/h. At 5:24 a.m., reset the volumes manually. At 6:08 pre-alarm end of perfusion, then at 6:12 change of the infused volume, pre-alarm acknowledged. At 6:46 a.m., the infusion stopped, then the device was switched off. At 8:49 a.m., mains ignition, successive activation of functional alarms and turn off the device. The reported device was not returned to brézins for investigation. Despite several requests for the device/ parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. This complaint is considered as: not investigated. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: adverse event: additional data requested from the notifier and extraction of the pump log to support the investigation. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.